Event description:
It was reported that the pump became warm to the touch despite being in room temperature conditions. Reportedly, the pump was charging at the time of the event. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy, relying on alternate method of insulin therapy if necessary.